Event description:
It was reported to tyco healthcare/kendall on 7/20/2006 that a customer had a problem with a fastemp rectal thermometer. The customer stated that the "measuring probe had burst and that this happened during the measuring process." The customer stated that a probe cover was on the probe.

Manufacturer narrative:
An investigation is currently underway, results will be forwarded upon completion.